Manufacturer narrative:
(B)(4)

Event description:
It was reported that inappropriate mode switching was observed through merlin.net transmission. Review of egm noted that the patient's atrial activity was falling in refractory causing competitive pacing and pseudofusion. Programming changes were made. Patient's condition was fine and will be followed-up.